Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator; product ID 7438, product type: programmer, patient; product ID 3387s-40, lot# v138899, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3387s-40, lot# v120700, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient had the deep brain stimulator for dystonia. The stimulation light was off when the patient checked her battery on the left side. The patient had not been feeling well and thought she would test herself so she had and she was shut off. The patient had been shut off for too long and had to go in for programming. This had happened twice previously on the left side without the patient realizing it. The two previous times had been quite some time ago and both times had been when she had gone into a rite aid store. The patient had been able to turn it back on again herself and had some slight side effects but they had been tolerable and the patient had adjusted it. It was noted that when the patient was at rite aid she had to reach far into a cold case that had a strong magnet around the door and the patient¿s theory was that was why her left side would get turned off. It was further noted that if it had not been turned off too long she was able to turn it back on but if it had been turned off too long and she turned it back on ¿it threw her into a state of complete distortion.¿ her arms would flail and her face would fall on one side and the patient would have to go into her healthcare professional to have them slowly increase the voltage. The patient had a terrible night the night prior to the date of this report because of the dystonia in her legs which had made her legs turn in and her neck and muscles in her back were hurting. Most of the patient¿s problems were on the left side of her body. The patient inquired if she should turn stimulation back on and had stated that it would not kill her but it was scary. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received help from their manufacturer representative and their concerns were resolved.